Event description:
During baxter's functional testing, a spectrum pump prompted to unload the set when no set was loaded. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter's functional testing found that the pump would prompt the user to unload the set when no set was loaded. Further testing reproduced and confirmed this condition. This was caused by a failed lower auxiliary. The lower auxiliary was replaced.